Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for constipation and peritonitis. In an additional call, the patient¿s pd nurse stated that on (B)(6) 2024 for constipation. The nurse stated the hospitalization was not due to product and that the patient did not have peritonitis at this time. However, subsequently on (B)(6) 2024, the patient was admitted into the hospital with peritonitis. The nurse reported that the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The patient was treated with intravenous (IV) antibiotics in the hospital (details unknown). On (B)(6) 2024, the patient was discharged and is recovering from the event. The patient continues pd with the same cycler. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis is due to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s pd nurse.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024 , it was reported that this patient on peritoneal dialysis (pd) was hospitalized for constipation and peritonitis. In an additional call, the patient¿s pd nurse stated that on (B)(6) 2024 for constipation. The nurse stated the hospitalization was not due to product and that the patient did not have peritonitis at this time. However, subsequently on (B)(6) 2024 , the patient was admitted into the hospital with peritonitis. The nurse reported that the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The patient was treated with intravenous (IV) antibiotics in the hospital (details unknown). On (B)(6) 2024 , the patient was discharged and is recovering from the event. The patient continues pd with the same cycler. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis is due to touch contamination during the pd exchange.